Event description:
Customer reportedly obtained a result of hi on the advantage test system and 132mg/dl on the doctor's device. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison reportedly performed at the doctor's office. No quality controls were used. Advantage test system: meter, strip lot 548881, expiration date 02/28/2007, catalog 2030365.

Manufacturer narrative:
Suspect device: comfort curve test strips.